Event description:
The dentist reported that after 5 months that the dental implant was installed in intra-oral region #9 it was verified its non osseointegration. A 40 ncm of primary stability was achieved and immediate load was not performed.